Event description:
Boston scientific received information that during a routine clinical follow-up, this right atrial lead was confirmed dislodged. The physician planned surgical intervention in the upcoming days. No adverse patient effects were reported.

Manufacturer narrative:
During the planned surgical intervention, the physician attempted to reposition the dislodged lead however this effort was without avail due to adhesion around the svc. Ultimately, the lead was surgically abandoned and another bsc lead implanted of same model type. If new information is received, this event will be further updated.